Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: the sealing part was chipped and fell into cavity. The part was retrieved. No bleeding occurred. No tissue was damaged. Operative time was not extended more than 30 minutes. No patient injury reported.

Manufacturer narrative:
(B)(4).